Event description:
The consumer's husband states he was pushing his wife in her chair, when the brake cable allegedly broke, causing one wheel to lock and resulted in the chair flipping on top of her. The consumer allegedly hit her head on the concrete stoppers. Serious injury is alleged.

Manufacturer narrative:
The consumer was pushing his wife in the chair and alleges a brake cable broke resulting in the consumer allegedly sustaining a fracture to the orbit of their eye. No history to suggest a product problem. Chair has been in use for nearly 4 years service and maintenance history is unknown. It's unknown if user was wearing their seat positioning strap as recommended by manufacturer. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure.